Manufacturer narrative:
Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Event description:
The remb micro drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.